Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, intratio: 7.0, lab: 4.4. Coumadin dose was adjusted. Patient exhibiting no symptoms of high inr. Historical inr values:.

Manufacturer narrative:
Investigation pending.